Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment and patient outcome were not reported. At the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.